Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision was chosen for implantation utilizing a small flexnav delivery system. Patient had a history of left anterior fascicular block (lafb). After deployment at a depth of 3mm non-coronary cusp and 6mm left coronary cusp, patient developed intermittent junctional rhythm and temporary pacing was administered. No permanent pacemaker was implanted, and patient was discharged home with monitor.